Manufacturer narrative:
The laser filter was disconnected from the system and was not engaged, which led to the surgeon being exposed to the laser. The nurse did not switch on the filter to the engaged position and the warning system message was confirmed before the laser treatment. The root cause of the reported event can be attributed to user acknowledging the system warning advisory, while the filter was not properly connected or engaged. The manufacturer internal reference number is: (B)(4).

Event description:
Additional clarification has been received from the company representative indicating that the laser filter was not engaged during the procedure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the surgeon was hit by the laser and exposed to the laser shot through his binoculars. The surgeon was given an "anti-low infusion" and now is all right. There was a warning message regarding the surgeon filter but the message was closed by the nurse before the laser treatment. Additional information has been requested.